Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level and also they alleged insulin pump was over delivering. Blood glucose level at the time of the incident was below 2 mmol/l. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. The reservoir will not be returned for analysis.